Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation of the guidewire showed that the core wire was broken, coil wire was elongated, but the device was in one unit without separation to two. Microscopic observation revealed the trace of breakage at approx. 20mm from tip end due to rotational force lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information and the outcomes of the device investigation, it is inferred that tip of the guidewire was trapped when the guidewire was advance to the target lesion, during the thrombus aspiration, push-pull force and/or rotational force might be given to the guidewire, resulting accumulation of repeated bending force and/or rotational force, and the breakage of the core wire when the accumulated force exceeded the product design limit. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
During the procedure to moderately stenosed cto lesion at #13-#14, lcx, subject guidewire was advanced to distal of #14, thrombus aspiration catheter was advanced over the guidewire. During aspiration, physician felt irregular response from the guidewire and removed the devices as a unit. It was found that the guidewire core wire was broken and coil elongated. No impact to the patient and the procedure.